Event description:
It was reported that during the implant procedure the lead helix would not extend. The lead was removed from the body and the helix still would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.